Event description:
It was reported that the nurse thought arctic sun device was heating patient rather than cooling. Patient temperature was 37.9c, target temperature was 37c, water temperature was 7.9c, water flow rate was 0.9 lpm. Two small universal pads in place for 7.8kg patient. Device said low air leak. Nurse confirmed there has been a good bit of patient movement and rectal probe was displaced. They had to replace. Patient was sedated and intubated now. Mis explained device was trying to cool the patient as water temperature was low. Event log shows alert 114 treatment stopped, alarm 14 patient temperature 1 probe out of range, alert 51 patient temperature 1 below control range, alert 50 patient temperature 1 erratic and alarm 15 unable to obtain a stable patient temperature. Mis explained these alerts and alarms based on information provided are related to probe displacement. Mis walked through stop therapy, disconnect and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. Fluid delivery line seated securely. System diagnostics were outlet monitor temperature (t1) was 9.5c, outlet control temperature (t2) was 9.4c, inlet temperature (t3) was 12c, chiller temperature (t4) was 4.8c, water flow rate was 1.6 lpm, inlet pressure was -7.6 psi, circulation pump command was 86 percent, mixed pump command was 0, heater was 31 percent, water reservoir level was 5, system hours was 442.7, pump hours was 340.1. Flow rate stabilized at 1.6 lpm and water temperature rising 15.2c at end of call. Noted device appeared to be responding appropriately. Call back with any changes or concerns.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is a circulation pump component failure. However, this cannot be confirmed. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "low water flow ¿ confirm that all of the pad connectors are fully seated in the fluid delivery line manifolds. If not fully seated, reseat connectors. ¿ check the pads for foam-to-foam folds or buckles created during placement. If folds or buckles, smooth out and reapply pads. ¿ check the pad lines for kinks or occlusions. If kinks or occlusions, straighten lines to remove. Bd recommends use of fluid delivery line straps to keep lines from kinking. ¿ check the pad connectors for a continuous stream of air bubbles. If air bubbles are observed, disconnect one pad at a time and wait one minute. If flow increases during pad disconnect, the pad is damaged. Replace the damaged pad with a universal pad." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse thought arctic sun device was heating patient rather than cooling. Patient temperature was 37.9c, target temperature was 37c, water temperature was 7.9c, water flow rate was 0.9 lpm. Two small universal pads in place for 7.8kg patient. Device said low air leak. Nurse confirmed there has been a good bit of patient movement and rectal probe was displaced. They had to replace. Patient was sedated and intubated now. Mis explained device was trying to cool the patient as water temperature was low. Event log shows alert 114 treatment stopped, alarm 14 patient temperature 1 probe out of range, alert 51 patient temperature 1 below control range, alert 50 patient temperature 1 erratic and alarm 15 unable to obtain a stable patient temperature. Mis explained these alerts and alarms based on information provided are related to probe displacement. Mis walked through stop therapy, disconnect and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. Fluid delivery line seated securely. System diagnostics were outlet monitor temperature (t1) was 9.5c, outlet control temperature (t2) was 9.4c, inlet temperature (t3) was 12c, chiller temperature (t4) was 4.8c, water flow rate was 1.6 lpm, inlet pressure was -7.6 psi, circulation pump command was 86 percent, mixed pump command was 0, heater was 31 percent, water reservoir level was 5, system hours was 442.7, pump hours was 340.1. Flow rate stabilized at 1.6 lpm and water temperature rising 15.2c at end of call. Noted device appeared to be responding appropriately. Call back with any changes or concerns.